Manufacturer narrative:
Section a6: race: unknown, information was requested but not provided. Section h3(no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's operative eye due to blurry vision, halos, difficulties with night driving, and depth perception. No anterior vitrectomy, no extended incision, no sutures and no delay in procedure reported. It was confirmed that the lens will not be returned. No further information was provided.

Manufacturer narrative:
Additional information: additional information indicated that the incident date which the patient's issues/symptoms first noticed was (B)(6)2023. The affected eye was the right eye. It was confirmed that there was no patient injury such as capsule tear. It is unknown if what replacement lens model/diopter was used. On (B)(6)2024 patient states doing well. It was confirmed that the lens was discarded. The following field was updated, based on the additional information received: section h3(no): the device was not returned for evaluation (the device was discarded); therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: type of investigation: 4115 - device discarded. Corrected data: in review, it was noticed that the date ((B)(6) 2024) was inadvertently entered in the initial MDR report which is incorrect. The information has been corrected in this supplemental MDR report as indicated below: section b3: date of event: 08/07/2023. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.